Manufacturer narrative:
Since neither the device nor photographic images were provided, it is impossible to confirm the complaint with absolute certainty. Per information provided by the physician, "the adhesive is not holding if there is drainage from the wound. Once it gets wet, it starts to come off." Based upon the physician assessment, it is assumed that the zip devices suffered adhesion loss as a result to exposure to significant body fluids (i.e., exudate and/or blood). The zip product instructions for use state "skin should be clean, dry and free of exudate, skin oils, excess prep residue or hair for adequate adhesion" and contraindicates use of the device "where adhesion cannot be obtained." Therefore, loss of adhesion in the presence of excess fluids is a known inherent risk documented in the IFU and the devices appear to have been subjected to conditions that are known to cause performance issues.

Event description:
Surgical resident placed a zipline zip 8i and a zip 24 for closure of incision(s) created for a transpedicular decompression of epidural tumor hardware extension procedure. The physician subsequently reported that, on pod 1, the zip devices "fell off". The distributor sales representative who contacted zipline regarding the complaint indicated that both zip devices were removed and closure was achieved with staples. No additional intervention or further complications were reported after closure with staples.